Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented at clinic follow-up, a low and out of range impedance was observed on the atrial lead. The programming change was made. The patient was stable through out the event and will continue to be monitored.